Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-05431. The pt has two leads from the same lot. It was reported the pt has been receiving ineffective stimulation due to it "fluttering." An impedance check revealed low and invalid contacts. As a result, surgical intervention will take place pertaining to the leads.